Event description:
It was reported that the tip of the electrode was broken. There were no adverse consequences, no medical intervention and no delay.

Event description:
It was reported that the tip of the electrode was broken. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The complaint that the tip of the electrode broke was confirmed. Based on the investigation results it was evident that the nitinol sheath was broken at the tip. The device was discarded by the manufacturer.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.